Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. This complaint captures 7. (Patient (B)(6)) mechanical implant failure (the screws were discovered to be broken at the plate/screw interface). Date of event: unknown. The 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This report is being filed after the subsequent review of the following literature article draft dang k.h., armstrong c.a., karia r.a., zelle b.a. (2018). Safety and efficacy of the synthes 4.5 mm variable angle locking compression distal femur plate. Pp. 1-20. USA. The purpose of this study was to examine the safety and efficacy of the synthes 4.5 mm variable angle locking compression distal femur plate. The study included 74 patients (47 females & 27 males) all above the age of 18, who underwent open reduction and internal plate fixation of their acute distal femoral fracture using the synthes 4.5mm variable angle locking compression distal femur plate. A total of 17 patients required reoperation to promote healing of the fracture. Of these 17 patients 3 experienced a septic nonunion and 14 experienced an aseptic nonunion. Seven (7) patients of the 74 (patient ids (B)(6)) experienced mechanical implant failures. Three (3) patients (patient ids (B)(6)) experienced postoperative breakage of the plate. Other medical complications include 1 valgus malunion, 3 deep vein thrombosis, 3 pulmonary emboli, 3 urinary tract infections, 2 pneumonias, 2 myocardial infarctions, 5 acute renal insufficiencies, 1 stroke and 1 upper gastrointestinal bleed. Lastly, in patient (B)(6), the proximal screws were fractured at the plate/screw interface. One (B)(6) year-old female patient (ID unknown), who had been discharged after an uneventful postoperative course, was re-admitted to the hospital at 14 weeks after surgery with congestive heart failure. This patient deceased during her readmission. This is report 7 of 8 for (B)(4). This complaint involves unknown synthes 4.5mm variable angle locking compression distal femur plate. One for 17 patients who needed reoperation, 3 patients who experienced septic nonunion, 14 patients who experienced aseptic nonunion, 1 patient who experienced valgus malunion, 3 patients who experienced deep vein thrombosis, 3 patients who experienced pulmonary emboli, 3 patients who experienced urinary tract infections, 2 patients who experienced pneumonias, 2 patients who experienced myocardial infarctions, 5 patients who experienced acute renal insufficiencies, 1 patient who experienced stroke and 1 patient who experienced upper gastrointestinal bleed. (These are all sis with no patient identifiers). One (patient (B)(6)) implant failure, postoperative breakage and revision surgery. One (patient (B)(6)) mechanical implant failure (the screws were discovered to be broken at the plate/screw interface). One (patient (B)(6)) mechanical implant failure, postoperative breakage and revision surgery. Two (patient (B)(6)) mechanical implant failure at the screw/plate interface. One (patient (B)(6)) mechanical implant failure (bent plate) and revision surgery due to dirt bike accident. One (patient (B)(6)) mechanical implant failure (plate bending), pain and deformity at fracture site due to a physical altercation. A revision surgery was required. One (patient (B)(6)) mechanical implant failure, postoperative breakage and required revision surgery. One for (B)(6)-year-old female patient who died after being readmitted in the hospital 14 weeks after the surgery with congestive heart failure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. An x-ray review relevant to this device was performed. The part number for this device could not be definitively determined with the provided information. A drawing review could not be performed because the part number could not be definitively determined with the provided information. The x-ray does show a broken screw and therefore this complaint is confirmed. A review of the device history records was unable to be performed since the lot number was unknown. A dimensional inspection and material test could not be performed because the device was not returned. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the device was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.